Event description:
The customer biomed reported that he was walking by this acuity system and noticed that the screen indicated the system was rebooting. The acuity system successfully rebooted on its own and functioned normally afterwards. The result is that the customer temporarily lost the ability to monitor some pts from a central location. There was no pt harm as a result.

Manufacturer narrative:
We do not expect to receive the device back for eval. We have downloaded the device logs, which will be sufficient to investigate the report. We have not yet completed our investigation.